Event description:
On (B)(6) 2010, the pt underwent a procedure for an implant of a device for peripheral nerve stimulation. The stimulation with the external generator was not possible due to lack of any electric conduction. In order to check which of the two products (lead or extension) didn't work, a replacement of the extension was tried without success. After several attempts to change the level of insertion of the lead and to check the internal and external connections, the lead was replaced. The replacement lead worked.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.